Manufacturer narrative:
Additional information : imdrf annex g code. Additional information : manufacturer narrative. Bd technical support troubleshoot with customer over the phone. The reported issue that the pcu had a worn keypad was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Customer would like to send in unit for a warranty repair. 2. Transferred to repair team for further assistance. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the 8015 had worn keypad. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported issue that the pcu had a worn keypad could not be confirmed. No further investigation of this issue is possible at this time, and no patient impact was reported.

Event description:
It was reported the 8015 had worn keypad. There was no patient involvement.